Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to faulty electrode pads. The pads were scrapped after testing. A replacement set of pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.